Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2., a.3., a.5., a.6., d.1., d.2a., d.2b., d.4., d.6a., g.4., h.4., h.6., h.11.

Event description:
Patient reported of the right side device: "rupture"; and "sharp pains". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported of the right side device: "rupture"; and "sharp pains". The device remains implanted.